Event description:
Related manufacturer reference number: 2017865-2021-34895. Related manufacturer reference number: 2017865-2021-34896. It was reported that the patient presented for revision of the right ventricular (rv) high voltage lead due to inappropriate shock. It was determined that inappropriate therapy was delivered as a result of lead noise that was over-sensed by the implantable cardioverter defibrillator. The patient also had an active low voltage rv lead for pacing and sensing. The low voltage rv lead was the suspected source of noise and was explanted and replaced. The high voltage lead was unaddressed. The patient was in stable condition post-procedure.